Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: stent implanted in unintended site. It was reported that during an interventional procedure in an unspecified calcified and tortuous peripheral vessel, the stent slipped off of the balloon and was implanted in an unintended site. Another omnilink elite stent was implanted in the target lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a manufacturing deficiency, all stent delivery systems (sds) are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Return of the sds may have aided the evaluation. In this case, it is possible an interaction with the heavily tortuous and calcified anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage to and subsequently dislodged the stent. The lot number was not identified; therefore, a device history record review could not be performed.

Manufacturer narrative:
(B)(4).